Manufacturer narrative:
The device was evaluated by zoll medical united kingdom. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional testing without duplicating the report. An internal inspection found no discrepancies. The analog board and the digital board were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.